Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited fluctuating pacing impedance measurements over the last two years. Approximately two years ago the impedance measurement registered greater than 2000 ohms, but recovered one month later. The impedance measurement increased to greater than 2000 ohms again after seven months and has remained out of range since. An electrogram was able to be retrieved from the device and showed noise on the rv lead, however the qrs complex was clean. It was noted that the patient has been lost to follow-up since the last office visit. The lead remains implanted and the physician is deciding on what course of action to take at the next device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.